Manufacturer narrative:
The investigation into the purge issue has been completed. The impella automated controller was not received from the customer and therefore, an evaluation of the device was not possible. The data analysis of the logs from the reported day of event are consistent with the complaint and show that purge fluid bag change was conducted daily, between 2022-09-13 and 2022-10-03. On 6 occasions (including 2022-09-20), bicarbonate concentration was selected as ¿25¿. As per software (sw) design (jama: aic151-srs-983 / gid-srs-516010) for aic_v11.1 and higher, bicarbonate concentration list of the purge fluid entry table only contains 3 values: 0, 25, 50. There was no product malfunction (hardware or software). Customer feedback was communicated to the sw team for possible sw enhancement. There was no issue found during the case. The device functioned/operated to specification. This report is being filed as part of a retrospective review of historical records.

Event description:
The nurse reported that the automated impella controller (aic) would not allow entry of the sodium bicarbonate concentrations as 12.5 milliequivalent (meq) during the purge fluid change as it was not an available option in the selections. The nurse felt that the pharmacy was mixing 12.5 meq in a 500 cubic centimeter (cc) bag of dextrose 5% in water and expressed if they were to enter it as 25 meq in 1,000cc, proper notification of low purge volume would not occur. There was no patient harm reported.